Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon, ¿e222 error¿, was not reproduced. E222 error is the error that occurs when communication with a camera head fails. It was likely that poor communication occurred due to cable failure resulting to e222 error. It was also likely that flood from the damaged part of the connector contributed to the cable failure. The phenomenon, ¿the image is not displayed¿, was reproduced. It was determined that poor communication occurred due to cable failure and the image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.": olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was a scope error code e222 on the 4k autoclavable camera head. The issue occurred during preparation for use. During inspection and evaluation, there was no image. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection and testing of the device, there was no image; due a faulty cable. Failed leak test; due to leak from video connector. The customer's complaint of error coded e222 was not confirmed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.